Event description:
Pt had a one wire implant defibrillator in 2002. In 2004 he had a 3 wires, one put in. Right after he had infection from back. Than as he never felt good, went back to hospital. Later took him home with 2 days expected to live. He died. Death certificate listed following: 1. Methicillin resistant staphyloccus aureus infection, 2. Infected biventricular aicd/pacemaker, 3. Dilated cardiomyopathy. Rptr has tried to find out if this device was cause of his death with no answers.